Manufacturer narrative:
Additional information was received on (B)(6) 2019. It was indicated that the patient began experiencing the reported issues as early as (B)(6) 2004. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 270806 and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast prostheses implantation with 375cc mentor gel implants on (B)(6) 2004 noted that beginning (B)(6) 2005, she began feeling ""not like herself"". The symptoms became worse and she was diagnosed with rheumatoid arthritis in 2014. The patient's symptoms included fatigue, inability to walk, joint pain, foot pain, inflammation of the body, hair loss, digestive issues, strong body odor, back pain, sinus infections, weight gain, and bilateral baker grade IV capsular contracture. The patient underwent explantation on (B)(6) 2018. See 1645337-2019-09074 for contralateral prosthesis report.